Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition related to the patient¿s brachiocephalic artery was too tortuous to reach the ascending aorta.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella support was attempted post coronary artery bypass surgery in a 69 year old male. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient was on ECMO and intra-aortic balloon pump support prior to attempting impella support. Pre-operative CT and intraoperative contrast showed no problems with the vessel diameter. During 5.5 implant, an attempt was made to insert the pump through the right subclavian route, but the patient's brachiocephalic artery was too tortuous to reach the ascending aorta, and the attempt was aborted. A subsequent attempt was made to insert the cp through the same access, but navigation was also difficult and the attempt was abandoned. The patient's lower limb access was poor, and the left subclavian route was also unusable. The patient was managed with central ECMO and returned to her room. The delivery issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the implant attempts, however the attempts were performed with no consequence to the patient.